Event description:
User experiencing calibration and control recovery problems with calcium for a week, and also received high calcium results for six pt samples on (B) (6) 2009. User said initial calcium results were all high and were not reported for these six pt samples. They then sent the 6 pt samples to the reference lab the same day for repeat testing and pt recovery was much more normal and these results were reported. Name of analyzer/method used at reference lab was unk. User added once they received a new lot of calcium reagent these six pt samples were repeated by original method, which correlated closely with the ref lab's results. The following 3 pt results provided were discrepant: sample 1, initial result gave 10.6; repeated twice giving 9.3 and 9.7 mg per dl. Sample 2, initial result gave 11.1; repeated twice giving 10.0 and 10.4 mg per dl. Sample 3, initial result gave 11.0; repeated twice giving 10.0 and 10.1 mg per dl.

Manufacturer narrative:
User stated that they do not require a service dispatch as the issue was resolved by a new lot of reagent, and reports no further issues.